Event description:
Baxter sales rep called to report issue from customer. Customer reported set is leaking during patient use. Set appears to be leaking by the male luer lock adaptor and the tubing. Patient was receiving remicade treatment when leak occurred. No patient injury has been reported at this time. Samples are available for evaluation. No additional patient information is available at this time.

Manufacturer narrative:
Device has been requested for evaluation. If device is received and an evaluation performed, a follow-up report will be filed.